Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. As per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that there were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card . It was stated that the circulation pump was primed to fill during decontamination . It was noted that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also noted that the replaced power inlet module and main ac voltage circuit card preventatively. The double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing, it was confirmed that the circulation pump was primed to fill during decontamination. Circulation pump was serviced during the pm process. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed a failed mixing pump. Biomed requested a quote for the 2000-hour service and a loaner. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that there were signs of electrical overstress on the hot side connector between the power inlet module and the main ac voltage circuit card. It was stated that the circulation pump was primed to fill during decontamination. It was noted that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also noted that the replaced power inlet module and main ac voltage circuit card preventatively. The double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.